Event description:
It was reported the patient had an infection at the stimulator site that was related to the procedure. The patient¿s spouse noted drainage but was unable to get to the physician¿s office. Five days later the patient was seen and purulent discharge was noted from the generator site. Cultures were negative and the patient was afebrile. The patient did have a history of (B)(6) in 2012. The device was explanted and not replaced. The event was considered ongoing. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the diagnostic methods showed redness and tenderness at the generator site. An examination showed redness and a small opening at the corner of the generator site with drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# j0504236v, implanted: (B)(6) 2005, product type: lead. (B)(4). No device analysis was performed; the device met risk based criteria.